Manufacturer narrative:
One medfusion 3500 pump was returned for the evaluation of the reported event. The device was received with no external damages. A DHR, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event history log showed a "check clutch/plunger level" alarm. To further investigate, an occlusion test was conducted. The customer's problem was confirmed. Multiple drive train components were worn out from normal use; the pump is over eight years old. The clutch half's was replaced adn that cleared up the problem .the leadscrew and spring were replaced as a preventative measure.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that device failed downstream occlusion with a "check clutch/plunger" message. There was no patient involved during this event.